Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that the wake button was not working. Customer pressed the wake button multiple times and the wake button performed as intended. Additionally, it was reported that the insulin gauge was inaccurate and static. Reportedly, the customer was filling the cartridge was cold insulin. Tandem technical support informed the customer that cold insulin was off label per the tandem user guide. Customer continued to use the existing cartridge. There was no reported adverse impact to the customer¿s blood glucose level.